Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump had off no power alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had off no power alarm without low battery alert. Customer stated that this was not second occurrence of off no power alarm without low battery alert. Customer stated that the insulin pump had motor alarm. Customer was able to rewind. Drive support cap normal. The insulin pump will be returned for analysis.